Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery during the fill tubing step. Customer was trying to change her complete set; customer had all ready switched to a new reservoir before call. Customer's blood glucose was unknown. Customer was informed to perform fill tubing with five units. Customer was upset because she never went to five and she said she went past five. It went over six and was just going to connect. No further information reported.